Event description:
Complainant alleged that the transport team was transferring a cardiac pt (age and gender unk) from one facility to another for a cath lab treatment. As the team was transporting the pt in the elevator to the cath lab the monitor shut off. The complainant indicated that the device did not display any error message on the device screen nor did the device sound any audible beeps prior to the reported malfunction occurring. Seconds later the team arrived on the cath lab floor and they were able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.